Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Irrigation and debridement. Surgeon elected to do a poly exchange as well. Left knee surgery.

Manufacturer narrative:
An event regarding infection involving an triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The device exhibited damages on anterior and distal surfaces. Burnishing, scratching and third-body indentations were observed on the articulating surface of the insert. A material analysis has been performed. The report concluded: "burnishing, scratching and third-body indentations were observed on the condyles of the insert. These are common damage modes of uhmwpe. Impression markings were observed on the distal surface of the insert, consistent with contact against the baseplate. No material or manufacturing defects were observed on the surfaces examined" -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot and sterile lot referenced. Conclusions: the event could not be confirmed nor could the root cause be determined because no information was provided for review. Further information such as pre- and post-operative reports, patient history, follow up notes, and pathology reports are needed to complete the investigation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Irrigation and debridement. Surgeon elected to do a poly exchange as well. Left knee surgery. Infection was confirmed.